Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she is not using her insulin pump because a few months ago, it dumped 20 units while she was asleep. She had a severe low blood glucose and her husband had to call the paramedics to take her to the hospital. She was so scared after this happened that she is still not using the pump. She thought they were associated to the infusion set recall but is realizing it was probably the insulin pump the whole time. She had various motor errors and that she tried to get her insulin pump replaced but the helpline wouldn¿t let her. Customer's blood glucose level was not reported. The device was not returned.